Event description:
**Update** (B)(4) 2013 - litigation papers received. Litigation alleges metallosis. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address infection. Update (B)(4) 2013- legal claim received. Legal claim also provided medical records. Additional operative notes indicated that the patient underwent his first revision surgery prior to (B)(6) 2012. The patient was originally revised due to pain and bone errosion. The dor and allegations have been updated for this complaint. All products have now been reported.